Event description:
It was reported that during the replacement of an implantable cardioverter defibrillator (ICD) due to normal battery depletion, a gradual increase in shock impedance measurements was observed in this right ventricular (rv) lead, exceeding 125 ohms and reaching out-of-range values. Technical services (ts) reviewed the event and provided options for further evaluation of the lead. Additionally, ts indicated that calcification was suspected. No adverse patient effects were reported. This rv lead remains in service.